Manufacturer narrative:
Device evaluated by MFR.: the device was returned in 2 sections due to the break in the hypotube at 74.9cm distal to the strain relief. The break was consistent with excessive force having been applied to the hypotube. No other kinks or damages were identified in the hypotube. An examination of the balloon/blades noted that the balloon had been inflated. There were traces of contrast media present in the proximal section of the balloon. The balloon was not folded. No issues were identified with the balloon. A visual and microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. No issues noted with the tip section of the device. A visual and microscopic examination of the markerband observed no issues as well.

Event description:
Reportable based on device analysis completed on 17-jul-2019. It was reported that the delivery shaft of the balloon was kinked. The 90% stenosed 9mm x 3.0mm target lesion was located in a moderately tortuous and calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure the delivery shaft of the balloon was observed to be kinked outside patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis noted a break in the hypotube at 74.9cm distal to the strain relief.